Event description:
It was reported that the patient was told by the surgeon that she needed to have her revision because, she had a fracture underneath the implant. The knee makes a clicking sound. Patient has pain and discomfort. Patient can't walk longer than 30 minutes. Patient had revision surgery on (B)(6) 2011.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned.